Event description:
Nellcor puritan bennett received a call from representative of facility on 12/28/99. Facility called to report the following problem: all leds on with constant single tone alarm. No volume delivered. Pt expired 3 days later with no allegation of ventilator malfunction. Death due to advanced state of pt's disease.